Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the pump powers with returned battery cap. Battery cap does not measure within height specifications and the width is ok. The battery cap is unable to fully tighten. The battery cap threads are damaged. A power loss was not duplicated. The black box shows cs 054 sleep errors and por events on 1/30/2015 and 1/31/2015. The pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "intermittent power " event was not duplicated during investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.